Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had leak on o-ring and one o-ring was missing. Customer's blood glucose value was 6.4 mmol/l. Customer was unsure if leak was past 1st or 2nd o ring. Customer stated there was not an air bubble in the reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir(transfer guard and stopper-plunger not returned). Performed visual inspection and found missing septum from the snap-cap. Unable to perform pre-fill test.